Event description:
As the catheter was being inserted the guide wire unraveled; physician was able to pull the wire out and determine that the tip was in tact. The patient was not harmed.

Manufacturer narrative:
The following elements have blank data

Event description:
As the catheter was being inserted the guide wire unraveled; physician was able to pull the wire out and determine that the tip was in tact. The patient was not harmed.